Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the peritonitis; however, the patient was seen by a medical professional as a result of the event. On an unreported date, the patient received treatment with unspecified antibiotics for the peritonitis. The cause of the peritonitis was unknown. The outcome of the pertinent was not reported. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. A batch review will be performed for the potentially associated lot numbers h13k15043 and h13l28028. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k15043 and h13l28028 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.